Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error during the infusion set change step of the prime process. The blood glucose reading was 120 mg/dl. The customer noted that she had gone through a scanner at a court house while wearing the insulin pump on one occasion. She was advised that the insulin pump be replaced. The customer also reported that the insulin pump indicated a blood glucose reading of high, which was over 600 mg/dl. She was advised to seek medical attention if her blood glucose levels remained high. She later noted that there was an infusion set insertion site occlusion on her body. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-44771.